Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the emergency room with phrenic nerve stimulation and the device was found in back-up mode. The patient was admitted to the hospital where firmware was reloaded. The patient was in stable condition.